Event description:
It was reported that the customer was having high blood glucose. Customer stated it was over 500 mg/dl, changed site and blood glucose went down to 299 mg/dl and currently 497 mg/dl. Customer stated that there was blood in the tubing. Troubleshooting was done. Customer's blood glucose was 328 mg/dl. Customer treated with injection. It was found in the alarm history that there was no delivery alarm and low reservoir. The no delivery alarm was resolved by a complete set change. Customer will call back to perform high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.